Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll japan for evaluation. The customer's report was verified and attributed to the main board. The device is out of warranty, it was returned to the customer unrepaired and labeled as "not for clinical use". Analysis of reports of this type has not identified an increase in trend.